Event description:
End user's husband reported that every time his wife turns the hinged handle (toggle valve) on a (B)(4) oxygen cylinder for an invacare homefill unit she is getting pinched and cut, with bleeding, from sharp metal. No alleged medical intervention.